Event description:
Reportedly, during use of the device in a kissing balloon technique involving the left anterior descending artery and diagonal with no calcification, when negative was pulled, blood entered the indeflator. At this point the device was withdrawn without further issue because the physician suspected a balloon rupture. Another nc trek of the same size was used to complete the procedure. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, additional information was received stating there was no issue when preparing the catheter/balloon for use and the device was prepped successfully. The device was prepped outside of the patient anatomy but was not soaked prior to use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was reported that the device was not soaked before use. It should be noted that the nc trek coronary dilatation catheter instructions for use, instructs the physician to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unlikely that the user error contributed to the reported issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted blood in the guide wire lumen, on the distal shaft and on the balloon, which is consistent with guide wire insertion and advancement into the body. There was dried contrast in the inflation lumen, which is consistent with preparation for use. The balloon was tightly folded, which is consistent with the reported information that the catheter balloon was not inflated. There were two kinks in the hypotube in a z shape and the hypotube was protruding through the outer member at one of the kinks. The inflation device used in the procedure was not returned. A new indeflator filled with water, was used in an attempt to pressurize the balloon to 8 atmospheres (atm); however, fluid leaked from the damaged outer member, thus confirming a leak. The balloon inflated but did not hold pressure because of the fluid leaking out of the damaged outer member. There was no report of any leaks or damage noted during preparation for use, which suggest that a product deficiency did not contribute to the reported difficulties. It is most likely that the hypotube and outer member damages occurred as a result of interactions with accessory devices during the reported kissing balloon technique, and the shaft leak was due to the damaged outer member. There is no indication of a product quality deficiency. Factors that may contribute to a leak in the shaft include, but are not limited to, damage to the device, handling of the product during preparation for use, and/or interaction with the lesion/anatomy, guiding catheter, guide wire, and accessory devices. To ensure this type of event is not the result of a product deficiency, all dilatation catheters are 100% visually inspected for damage, including at the point where the product is inserted into the packaging coil. Additionally, dilatation catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify shaft rated burst pressure and tensile integrity prior to release. A review of the lot history record for the reported lot revealed no nonconforming material record that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.